Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: the device was returned for evaluation. The advancer, handshake connection, sheath, coil and burr were microscopically and visually where numerous kinks were noted on the device. The annulus was also noted to be damaged and not rounded. There are blue fibers (fm) wrapped around the burr. In addition, the coil was noted to be stretched. No abnormal noises or leaks observed upon functional testing; however, the device was not able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded.

Event description:
Reportable based on device analysis completed on 27-feb-2019. It was reported that the burr was defective. A 1.25 mm rotalink plus was selected for rotablation. During procedure, it was noted that the device malfunctioned and could not be used. The device was replaced with another of the same device and completed the procedure. No patient complications reported. However, device analysis noted blue fibers wrapped around the burr.